Event description:
The facility's technician reported a fail code 810:04. The tech did not have info regarding whether the failure occurred during pt use or biomed testing. Add'l contact info was requested but no add'l contact was identified. The tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.